Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's parent reported that the patient experienced sensor failure the day after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced vomiting and nausea. The bg was checked and was an unremembered high value. The parent drove the patient to the emergency department due to symptoms. The patient was treated with a bag of insulin and fluids and underwent bloodwork. The patient had a high ketone level. The length of stay was not documented. The patient was fine at the time of the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.